Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the functional testing revealed the device did not function properly. The root cause is undetermined. No additional information at this time. The device was replaced.

Event description:
Customer reported that the power was too low. This is report 1 of 1 for complaint (B)(4).